Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: creases and one crack opening. Leak test and microscopic analysis was performed which identified: one crack opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1., h.6.

Event description:
Additionally, healthcare professional reported "particles in valve" and "crack in valve."